Event description:
Reporter stated that the customer had blood drawn for a lab test where the result was 9.5 mmol/l and within in 10 minutes of that result, a result of 2.3 mmol/l was obtained on the inform ii system. Reporter stated that the customer was given 1 amp of 50% dextrose. Reporter also stated that the patient had been given trutol as recently as 30 minutes prior to the readings. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined.